Manufacturer narrative:
G4:23apr2021. B4:26apr2021 . A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a component in the air flow sensor drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11mar2021.

Event description:
It was reported that the ventilator would go to standby mode for a quick second and then go back to ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer reported that the flow sensor was replaced and the unit passed all performance verification testing.